Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. If implanted, give date: not applicable, as the lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as the lens was removed/replaced during the same procedure. Telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation the lens cracked. Part of the lens and the trailing haptic was still in the injector close to the bevel. No sign of resistance/entrapment was seen during injection. The lens was fully inserted, and then removed and replaced during the same procedure. The patient fully recovered and daily activities were not significantly affected. Sutures were required and medication was prescribed. Medication and sutures were believed to be part of the normal standard of care. There were no other surgical interventions or delay reported. No further information was provided.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional/ no similar complaint folder has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.